Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one devices. Visual inspection of the returned product noted that the loading unit was fully fired. Functionally the loading unit was loaded into a pmv representative instrument and was cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gastric transection near the angle of his in a laparoscopic sleeve gastrectomy, the stapler was articulated, jaws closed and surgeons was ready to fire stapler when the device straightened out the reload causing the staple to pull the tissue resulting in hematoma. The surgical team removed the stapler and put a new loading unit and cartridge and made the transection with no further issue. After that they had to sew the hematoma where there was inherent bleeding from the incident but not enough to delay the surgery.